Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recv3239 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that this patient underwent catheter placement on (B)(6) 2020. On (B)(6), catheter-related infections occurred. Testing was requested to rule out catheter-related problems and described.